Event description:
Pt admitted to hosp 05/18/2000 with diagnosis of lung cancer and critically ill. Gj tube placed by interventional radiology on 06/26/2000. Pt experienced gi bleed and endoscoped on 08/09/2000. Perforation noted secondary to gastrostomy tube erosion. Abdomen distended with air causing respiratory problems. To surgery for repair and chest tube placement.